Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was evaluated and the reported condition was not duplicated. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
This is report 1 of 2 for the same event. Report received from the USA regarding an attachment device in which it was observed that the device " periodically froze up" during a cochlear implant surgery. According to the report, there was an identical spare device available. The reporter stated that the identical spare device also "periodically froze up". A second identical spare device was available, and the surgery was completed successfully with the spare attachment device. There were no delays in surgery. No injuries or medical intervention were reported.